Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 28-sep-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and air flows back into the side port issue occurred. After the sheath was inserted and flushed, air was observed in the tubing. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damaged observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. The returned sample was connected to a cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) was performed for the finished device lot 1630 number, and no internal actions related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small and air flows back into the side port issue occurred. After the sheath was inserted and flushed, air was observed in the tubing. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.